Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Clinical adverse event received for ripping/tearing pain in left knee. Event is not serious and is considered moderate. Event is possibly related to device and definitely related to procedure. Doi: (B)(6) 2014. Doe: (B)(6) 2014; (left knee). Clinical adverse event received for persistent knee pain - global laxity. Event is serious and is considered severe. Event is possibly related to device and definitely related to procedure. Doi: (B)(6) 2014, doe: (B)(6) 2014, dor: (B)(6) 2015; (left knee). Revision of tibial component, femoral component and insert has occurred.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. This does not meet a complaint definition, the electronic complaint record will be voided. Product complaint # (B)(4). Investigation summary ==> please verify electronic complaint records (B)(4).; if these are duplicates. Please review both records to verify that the part number, lot number, patient name, and allegation are identical. If all are identical, the duplicated electronic complaint record will be voided.